Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using the hickman/leonard/broviac central venous catheter. On (B)(6) 2025, post the procedure clogs was noted within 02 to 03 weeks with epo-plastinol. Additionally, there was an issue with flushing and aspiration. Catheter was removed. There was no reported patient injury.

Event description:
A patient underwent a chronic catheter placement procedure using broviac central venous catheter. On (B)(6) 2025, post the procedure clogs was noted within 02 to 03 weeks with epo plastinol. Additionally, there was an issue with flushing and aspiration. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter was received for evaluation. The distal catheter segment was not returned. Visual, microscopic, tactile and functional evaluation were performed. The complaint sample was returned with the clamp disengaged. The tissue cuff was intact and had residue throughout. The catheter was patent to both infusion and aspiration without issue. No leaks were observed. However, the investigation is inconclusive for obstruction of flow, difficult to flush and suction issue as the sample evaluation results indicating no flow issues under laboratory conditions may not be representative of the condition of the device during use and distal catheter segment was not returned. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.